Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of losses of external power was confirmed via the submitted log file. The log file contained approximately 15 hours of data (2:56:16 ¿ 16:52:38 on 21jul2021 per the timestamp). The log file captured intermittent no external power, low voltage hazard, low voltage advisory, and power cable disconnect alarms on 21jul2021 from 9:49:32 to 9:50:40 due to temporary losses of ac power while connected to the mobile power unit (mpu). The system controller backup battery supplied power to the system during the losses of external power. The alarms resolved each time when power to the mpu was restored. No other notable alarms were active in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided stated that the losses of external power were due to a family member accidentally unplugging the mpu from the wall while the patient was connected. It was noted that there were no concerns with the mpu and the mpu would not be returned for evaluation. The account also communicated that caregivers were re-educated on power safety and power connections to the vad. The root cause of the reported event was determined to be user error in which a family member accidentally unplugged the mpu from the wall. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The mobile power unit, serial number (B)(6), was shipped to the customer on 23feb2021. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard/advisory, power cable disconnect, and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explains how to use the mpu, including how to connect the ac power cord to the mpu. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that upon further interrogation of log files, alarms associated with loss of external power were found. These occurred while the patient was connected to mpu on the same day as admission. During these events the controller did switch appropriately to emergency battery power. These events appeared to have resolved when the patient switched to battery power. The rest of the log consisted of pi events and routine power source changes. The patient has since stabilized and the pump appears to be operating as intended with no other notable alarms or events recorded.